Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no. 367364, batch no. 8340896. It was reported that during use of the bd vacutainer® ultratouch¿ push button blood collection set the tubing in wingset was sliced. The following information was provided by the initial reporter: "our urgent care clinic sent me some of this product which has a major defect. There is a visible slice in the tubing. They found this during using it on a patient. They reported it to me. I checked the mso stock and did not find any more of this particular lot#. They sent me all of their stock of this lot# (1 partial box).

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 367364, batch no. 8340896. It was reported that during use of the bd vacutainer® ultratouch¿ push button blood collection set the tubing in wingset was sliced. The following information was provided by the initial reporter: "our urgent care clinic sent me some of this product which has a major defect. There is a visible slice in the tubing. They found this during using it on a patient. They reported it to me. I checked the mso stock and did not find any more of this particular lot#. They sent me all of their stock of this lot# (1 partial box).